Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set cannula leaking event. Event occurred after three hours of insertion. The set was used for 32 hours. Insertion site was at abdomen. Blood glucose levels were 157 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.